Manufacturer narrative:
Customer will not be returning product 33310c.

Event description:
During a laparoscopic procedure, one jaw of the bowel grasper fell off of the instrument and into the patients abdomen. Unable to locate piece so a flat plate x-ray was taken. Piece was located on x-ray and was eventually located in the abdomen and removed after an additional incision was made. Broken piece and entire instrument removed from sterile field. Another x-ray was taken to confirm the missing piece was no longer in the abdomen.